Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during an implant procedure, the left ventricular lead dislodged. It was repositioned many times, but all placements failed and the lead remained easily dislocated. The lead was not implanted. No patient complications have been reported as a result of this event.